Manufacturer narrative:
(B)(4) date sent: 5/4/2021 additional information was requested, and the following was obtained: did the device deliver any staples? I don¿t know, was not informed if yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? I don¿t know, was not informed if yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Was there any difficulty opening the device? Yes if yes, how was the device removed from the patient? Uninformed if yes, did the jaws eventually open? Uninformed is the current patient status known? No was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Uninformed

Manufacturer narrative:
(B)(4). Batch #: t5e99a. (B)(4). Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ats45 device was received with the firing mechanism damaged as the firing trigger was jammed halfway and a 6r45b reload loaded in the device. The reload was received partially fired 1/10 and with the reload lockout spring damaged. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. As part of our quality process, the manufacturing records of this batch were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that product failure is multifactorial. The event reported was confirmed and it is related an improper use of the device. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If the re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information.

Event description:
It was reported that the stapler closed, did not want to staple. It was very difficult to unlock for the removal of the abdominal cavity. The stapler unlocking device was used and the load and stapler were exchanged for another one.